Event description:
It was reported that patient underwent a total hip arthroplasty, receiving competitor components, on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. Competitor components were replaced with biomet cement spacer molds. It was further reported that patient was reimplanted with biomet total hip components on (B)(6) 2015. Subsequently, another revision procedure was performed on (B)(6) 2015 due to infection. All components were replaced with cement spacer molds.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-00302 / 00303).